Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR, trending analysis of lot number, visual analysis and retains analysis were not reviewed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." There is insufficient information to determine an assignable cause. The lot number was not available and the complaint product was not provided by the customer. DHR review, lot trending, and retains product testing could not be performed. Should additional information be received, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad®nx, advanced cycle. The affected load was reprocessed successfully in another sterilizer. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.